Manufacturer narrative:
X-rays received by MFR reviewed. X-rays received by MFR showed a lead break distal to the anchor tether. Device malfunction occurred but did not cause or contribute to death or serious injury.

Event description:
Cyberonics therapeutic consultant received a report from the pt's treating neurologist that they ran a sys diagnostics test that resulted in high lead impedance indicating a possible lead malfunction. X-rays received by MFR showed a lead break distal to the anchor tether. Revision surgery is likely.